Manufacturer narrative:
H4: the lot was manufactured between september 11-13, 2023. H11: the actual device was received for evaluation containing 42 ml of drug fluid inside the bladder. Visual inspection was performed which noted white drug precipitate inside the tubing line. When the luer cap was opened, no evidence of fluid was observed flowing out at the distal luer. A forced prime was attempted to revive flow, but flow was not observed. The tubing line was subsequently cut to drain the drug fluid out of the bladder and slow drips of drug fluid were observed dripping out. The flow restrictor was disassembled and examined and there was evidence of drug precipitate blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The reported condition was verified. The cause of the drug precipitate was user related to improper product preparation. The product label (IFU, instructions for use) indicates to ensure the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The expected infusion time was 46 hours; however, the device did not complete the medication delivery during the expected therapy time. Upon weighing the leftovers, it appeared that approximately half of the amount remained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.